Manufacturer narrative:
Initial reporter address: (B)(6). Block f10: problem code 1069 captures for the reported event of guide catheter broke. Block h10: a visual evaluation of the returned device revealed that the push catheter and the guide catheter were found to be kinked in several locations, the guide catheter was noted broken and stretched, this last defects previously mentioned can easily cause issue during the tent deployment; consequently, confirming the reported complaint. Based on the product analysis, the failures found (push catheter / guide catheter kinked and guide catheter stretched and broken) are issues that could have been generated by the manipulation of the device by the user. Customer use/manipulation/maneuvering can cause the device to bend/coil leading to kinks and bends in catheters. With the push catheter bound by kinks and bends, the device would become difficult to retract the guide catheter; this can also cause the guide catheter to be damaged during the handling of the unit, which is consistent with the analysis of the returned product performed since the guide catheter was found kinked, stretched and broken; which at the same time can cause difficulties during deployment of the stent in a clinical setting. Therefore the most probable root cause for this event is adverse event related to procedure. A review of the device history record (DHR) was performed and no anomalies were found.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in common duct and pancreatic duct performed on (B)(6) 2019. According to the complainant, during the procedure, when the flexima biliary stent was released the guide catheter became stretched and eventually broke. The broken inner guide catheter remain within the push catheter, enabling the delivery system to be removed in one piece. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in common duct and pancreatic duct performed on (B)(6) 2019. According to the complainant, during the procedure, when the flexima biliary stent was released the guide catheter became stretched and eventually broke. The broken inner guide catheter remain within the push catheter, enabling the delivery system to be removed in one piece. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event.